Manufacturer narrative:
No other incorrect patient results were reported from this account. The customer indicated that in 2007, during the 3rd shift, qc was out of specifications. A field service engineer (fse) was dispatched to the customer's lab: the fse requested a precision testing and high fliers were obtained. The fse noted that glucose cup stirrer motor was making a grinding sound during priming. The stirrer assembly was replaced which resolved the issue. After service completion, precision testing of 60 samples was performed with acceptable results. A failed stirrer motor assembly appears to be the root cause for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding a falsely high glucose (glum) result that was generated by the unicel dxc 800 pro synchron clinical systems. The customer indicated that an ER patient sample was tested for glum and a result of 13mg/dl was obtained. The sample was automatically re-run by the system and the repeated glum result was 87mg/dl. The customer re-centrifuged the original sample and then re-tested for glum; the result was 120mg/dl. The customer indicated the glum result of 87mg/dl was reported out of the lab. In addition, the original sample was tested on a different instrument in the customer's lab and glum result was 13mg/dl. Based on available information, the ER point of care result was "<20mg/dl". No affect to patient treatment was reported as a result of this event.